Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed indicated the impedance trend on the rv (right ventricular) defibrillation coil was rising. Trend increases from 60 on (B)(6) 2014 to ~100 on (B)(6) 2015, fluctuations as high as 156 on (B)(6) 2015.

Event description:
Further information indicated that impedance fluctuation continued. An induction was performed approximately 2.5 months later with an acceptable result. A chest x-ray was also performed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 419488 lead, implanted: (B)(6) 2007; 4473 boston scientific lead, implanted: (B)(6) 2001. (B)(4).

Event description:
It was reported that the defibrillation coil impedance on the right ventricular (rv) lead has been fluctuating and steadily increasing. The impedance is high with variability day to day. The lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.